Manufacturer narrative:
Additional information was received that the reason for pocket revision was pocket discomfort. The ipg was placed at the beltline. The physician believed that the revision would alleviate the burning sensation. The patient underwent a revision procedure wherein the battery was relocated and did well postoperatively.

Event description:
A report was received that the patient has been having a burning sensation at the lead site almost right after being implanted. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70 serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient has been having a burning sensation at the lead site almost right after being implanted. The patient will undergo a pocket revision.